Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the breast gave way, became soft, frequent pain and seroma", and "also mentions tiredness, insomnia, intestinal problems, hair loss, depression, a numbness arm, pain in the arms, pain in the shoulders, neck pain, crooked breasts, panic syndrome, anxiety and that the silicone moves.

Event description:
Patient reported frequent pain, seroma, anxiety against the left side. Patient also reported tiredness, insomnia, intestinal problems, hair loss, panic syndrome, depression, a numbness arm, pain in the arms, pain in the shoulders, neck pain against the left side, these however are deemed not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported frequent pain, seroma, anxiety against the left side. Patient also reported tiredness, insomnia, intestinal problems, hair loss, panic syndrome, depression, a numbness arm, pain in the arms, pain in the shoulders, neck pain against the left side, these however are deemed not device related. The device remains implanted.

Event description:
Patient reported frequent pain, seroma, anxiety against the left side. Patient also reported tiredness, insomnia, intestinal problems, hair loss, panic syndrome, depression, a numbness arm, pain in the arms, pain in the shoulders, neck pain against the left side, these however are deemed not device related. The device remains implanted.